Manufacturer narrative:
Citation: kilic t et al. Transcatheter aortic valve implantation: a revolution in the therapy of elderly and high-risk patients with severe aortic stenosis. J geriatr cardiol. 2017 mar;14(3):204-217. (Doi 10.11909/j.issn.1671-5411.2017.03.002.) Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via meta-analysis literature regarding transcatheter aortic valve implants for patients with severe aortic stenosis. All data were collected from multiple centers. The study population included 1904 patients, an unspecified number of which were implanted with medtronic corevalve evolut r (serial numbers not provided). Among all patients, an unspecified number of deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak (pvl), device embolization, vascular and cerebral complications, thrombosis with reduced leaflet motion, conduction disturbances with permanent pacemaker implant, degenerated transcatheter valve with a valve-in-valve implant, and percutaneous pvl closure using a vascular plug. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.